Event description:
It was reported that the lead exhibited oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was found to be disengaged from the helical channel. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head), and tissue was found on the helix. The outer tubing overlay was melted and exhibited cosmetic environmental stress cracking (esc). The inner tubing was kinked/buckled.